Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded. Perform xdcr calibration per service manual. Powered unit in operating mode no anomalies found, cycle unit off/on many times with oscilloscope attached to tp801 and to solenoid s904 no anomalies noted of slow solenoid response. Run unit overnight. Unit functioning with no problems, could not duplicate reported problem. Findings/root-cause: could not duplicate reported problem.

Event description:
The customer reported that while in pt use, the ventilator showed transducer fault with audible and visual alarms. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the main pcb fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.